Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. The stent was not present on the balloon and did not return for analysis. The balloon folds were expanded; the balloon had been inflated. The inner member appeared kinked. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel.if information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that there was a kink on the distal shaft and the hypotube. It was also reported that there was no stent on the balloon. No patient injury was reported. Upon analysis it was noted that the balloon had been inflated and this may have occurred in vivo. It was indicated that the stent dislodged off the balloon in vivo.